Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as has a dark rash that look like the skin has been burnt and it is itchy. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed clobetasol ointment for the skin irritation. Follow up indicated that the skin irritation improved.